Manufacturer narrative:
Sections with additional information as of 27-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer also stated that she compared results from the true metrix meter to another device. Back to back test results and meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 90-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 161 mg/dl, date: (B)(6) 2021, time: 700am, fasting. Result 2: 153 mg/dl, date: (B)(6) 2021, time: 725am, fasting.